Manufacturer narrative:
The xt triclip mentioned in b5 is filed under a separate medwatch report number. H6: device code 2017 added for failure to follow instructions (device curved more than 90 degrees). The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4+ functional tricuspid regurgitation (tr), a very tethered septal leaflet, and a prominent eustachian valve. An xtw triclip clip delivery system advanced in the anatomy. The cds was curved greater than 90 degrees due to difficulty encountered by eustachian valve to move the clip in posterior direction. The clip was placed at the mid anterior septal position with a good grasp noted. During deployment, the clip was difficult to separate from the delivery catheter tip. Troubleshooting was performed and was successful. Post deployment, a single leaf device attachment (slda) and septal leaflet tear were noted. As treatment, an xt triclip was implanted to stabilize the xtw slda. During placement of the xt triclip, the septal leaflet tore, leading to an slda of xt clip in addition. As treatment, a third triclip was implanted to stabilize the xt slda. There were no issues noted with the third triclip. The patient remained stable. The clips remained implanted, and tr grade was grade 3-4. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficult clip deployment could not be conclusively determined. The reported incomplete coaptation/slda (single leaflet device attachment) and tissue injury appear to be cascading events of the difficult clip deployment (septal leaflet believed be be torn due to troubleshooting clip deployment). The reported improper or incorrect procedure or method is related to the user potentially curving the cds more than 90 degrees. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. It should be noted that the instructions for use (IFU) states, ¿warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury.¿ since the user reported they potentially curved the cds more than 90 degrees, this is considered as a deviation from the IFU. However, it cannot be confirmed if this deviation contributed to the reported issues. Therefore, a letter to address the deviation from IFU will not be requested.